Event description:
It was reported the patient presented for an unscheduled clinic visit due to palpitations. An interrogation of the device found the device was at elective replacement indicator (eri) with pacing mode vvi-65. A review of device data found the device entered eri due to increased battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed the device had high battery impedance. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance with high battery impedance resulted in eri (elective replacement indicator). The battery depletion indicated/eri with eri caused by high battery impedance noted on (B)(6) 2012, prior to explant. Ramware version 3 installed on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed the device had high battery impedance.